Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle broke off inside the patient. Reportedly, the detached portion of the needle was not retrieved as it was difficult to retrieve. The physician was concerned about it but on his own assessment, it would just pass through the patient without damage. The procedure was completed with a second rx needle knife xl, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.